Event description:
It was reported that a pt's generator was found to be at unintended settings due to an unk reason at a f/u appointment with her treating neurologist. The treating neurologist indicated the pt saw another physician previous to the reported visit and the physician claims to not have altered vns settings. The pt was reprogrammed to normal settings. Additional info was received from a company rep indicating the pt was recently seen in the neurologist's office and the device was checked indicating everything was normal. At this moment, it is unk what contributed to the unintended settings.